Event description:
It is reported patient was implanted with unknown titanium rods on (B)(6) 2012 from t11 to s1. Patient reported feeling a "pop" in (B)(6) 2012 with subsequent pain three (3) days later. X-rays taken at that time revealed one of the rods had broken. No medical intervention was planned at that time. It is reported patient heard another loud pop on (B)(6) 2012. Additional x-rays revealed the other rod had broken. Patient was returned to or on (B)(6) 2013 where surgeon added two support rods. It is reported the broken rods were not explanted at that time. A few weeks later patient reports squatting down and hearing another pop. Patient was returned to or on (B)(6) 2014 where all hardware was removed and patient was revised to a new rod construct. It is reported the two initial rods were broken in two places, the support rods are intact. This complaint is to address the second revision where all hardware was explanted. First revision is addressed in (B)(4). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the drawing for the matrix 5.5mm rod was reviewed ((B)(4)). The manufacturing date for the initial rod for which the lot number was legible (8/25/2011) was utilized to determine the proper revision (d). The design, materials (ti4) and finishing processes were found to be appropriate for the intended use of these devices. The returned rod segments were examined under magnification. Typical wear consistent with implantation was noted; additional severe witness marks were visible on multiple segments which are contributable to explanation with an unknown device. Multiple fracture patterns are present on the segments. Some show ¿shiny¿ and smooth fracture surfaces consistent with brittle/overload fractures, while others display the characteristics of ductile failure (dull and rough). As the rods have multiple fractures, it is not possible to distinguish the initial fracture ((B)(6) 2012) from the secondary fractures ((B)(6) 2013). The complaint is confirmed as the condition of broken post-operatively was able to be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative age not determined. Event date: unknown. Additional product codes: mnh, mni, kwq, kwp. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing location, (B)(4), manufacturing date: 25.aug.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.